Event description:
It was reported that the patient had a stroke one week following his implant and has had one more since then as well. The patient was hospitalized due to another stroke. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated the stroke was not device related. It was further reported the patient was seen by two physicians after the stroke. There was no information regarding what caused the stroke. It was stated the location of the lead was at "t8." The system was reported to be working properly.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead product ID: 37754, serial#: (B)(4), product type: recharger. (B)(4).